Event description:
It was reported that the customer had problems with the buttons. The customer stated that the buttons were pressed several times to respond. The battery was changed, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent button press as a result of corroded keypad traces. Unable to confirm the button error alarm. The device was received with protruded/loose drive support disk, missing end cap sticker, and cracked display window.